Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that arcing occurred between the monopolar curved scissors (mcs) and fenestrated bipolar forceps instrument. No energy delivery from either instrument, but the surgeon was able to proceed without using energy. There were no related errors in the system logs. The tse walked the csr through the power cycle of the integrated electrosurgical unit (iesu). The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter (csr) and obtained the following additional information: the initial reporter was present during the procedure. The procedure was completed robotically. The arcing occurred between the mcs and fenestrated bipolar forceps. The customer could not recall the serial number of the mcs instrument that had arced. The grounding pad was in use. The grounding pad does not appear to have any issues/defects. The energy leak or arc from the mcs instrument happened on the distal tip. The mcs tip cover accessory was properly installed during the surgical procedure. The orange surface was not visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used. The customer did not recall if electro lube or any other lubricant was applied to the mcs instrument prior to the tip cover installation. There was no damage visible on the tip cover. All instruments were inspected prior to use, and no damage was observed. All instruments were functioning and working properly. The cannula was inspected prior to use. The mcs were too close to the fenestrated bipolar forceps instrument, and the arcing jumped between the instruments. The arcing was on the tip of the instrument. The customer could not confirm if the arcing was grounded. The surgical task being performed when the arcing event occurred was cutting. The monopolar coag energy was activated when the arcing event occurred. The customer correctly connected the instrument cord. An integrated electrosurgical unit (iesu) generator was used on the coag setting. The mcs instrument that had the arcing was working fine and was used prior to arcing for some time. It was not confirmed if the instruments collided. When the arcing event occurred, the mcs instrument tip(s) was in contact with tissue. The mcs instrument tip(s) did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) before activating the instrument. The surgeon was not sure if the arcing happened because the instrument was too close. There was no injury to the patient. There was no bleeding noted. The patient did not return to the hospital due to experiencing any post-surgical complications due to the arcing event. The photographic images of the device(s) or a video recording of the procedure are unavailable for isi review. The first mcs had arcing. The customer used a second mcs and then noted that the second mcs instrument was not working. The customer then used the third mcs instrument. The customer then found that the issue was with the iesu port. The iesu has two monopolar ports, and one of the ports was not working. The customer plugged the instrument into the second monopolar port, and the issue was resolved. The second mcs instrument did not work due to the iesu monopolar port. The customer confirmed that the mcs instrument and the tip cover accessory will not be returned. There is no issue with the second mcs instrument.

Manufacturer narrative:
Based on the claim against the product by the customer noting arcing, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the monopolar curved scissors (mcs) instrument was disposed. Although the complaint regarding arcing was not confirmed by failure analysis, the information gathered indicates that the device did contribute to the customer reported issue. Failure analysis did receive the integrated electrosurgical unit (iesu) used in the procedure, but the reported failure could not be reproduced. The iesu energized and cauterized properly. However, monopolar socket failed instrument detection. The probable root cause of arcing cannot be determined based on the information provided. The customer informed that arcing was observed but could not determine if it happened because the mcs was too close to fenestrated bipolar forceps instrument. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the mcs instrument arced. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.